Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from (B)(6) of peritonitis in a patient coincident with dianeal ultrabag therapy. On (B)(6) 2012, the patient experienced peritonitis. Cause of peritonitis was unknown. The patient was not hospitalized. On an unreported date, the patient was treated with injection reflin 1gram per day and injection tobramycin 40 milligram (mg) per day (route of administration was not reported) for the event. The outcome was unknown.

Manufacturer narrative:
(B)(4). Follow-up information ((B)(4) 2013): further information was provided by a baxter employed health professional, which medically confirmed the case of peritonitis. The patient recovered from the event of peritonitis.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. This complaint for peritonitis - no malfunction or use error is not confirmed because the disposable set was not returned to baxter and the lot number was unknown. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.